Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device replacement for normal battery depletion, it was reported that the left ventricular (lv) lead could not be removed from the header of the device. The lv lead was capped and replaced to resolve the event and the device was explanted and replaced. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2019-08473.

Manufacturer narrative:
Leads were able to be inserted and removed from the lead bores as intended. All set screws were able to tighten down and secure the leads as well as loosen up and release the leads normally. The reported event of unable to remove the lv lead was not replicated upon analysis and the cause of the event remains unknown.